Event description:
It was reported that the customer's blood glucose was 480 mg/dl and it was believed there was a leak in the reservoir compartment of the insulin pump. The cusotmer treated with the insulin pump. It was found one of the o-rings inside the lip of the reservoir compartment was missing. A self-test was completed. The customer's blood glucose was down to 162 mg/dl. No anomalies were found while troubleshooting the insulin pump for high blood glucose. No leaks or air bubbles were found and insulin exited the tubing during manual prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.